Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the under infusion which was reproduced while running a loaded set, found to be caused by travel of the pressure plate that was out of specification. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused when testing for flow accuracy. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.